Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was "running out of insulin too quickly". The customer's blood glucose level was not impacted. Although requested, no additional information was provided regarding the reported issue.